Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and very calcified left anterior descending artery. A 3.50 x 12mm synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, the stent flared out and was unable to cross. The physician then pre-dilated the lesion with a non-compliant balloon and successfully deployed another 3.5 x 12mm synergy des and the procedure was completed. No patient complications were reported and the patient was released from the hospital.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed an inner/outer extrusion tear extending distally from the guidewire exchange port. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and very calcified left anterior descending artery. A 3.50 x 12mm synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, the stent flared out and was unable to cross. The physician then pre-dilated the lesion with a non-compliant balloon and successfully deployed another 3.5 x 12mm synergy des and the procedure was completed. No patient complications were reported and the patient was released from the hospital.